Manufacturer narrative:
PMA/510(k) # k210476 device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Through the investigation it was clarified that the needle was not able to advance through the sheath within the scope and when the user removed the needle from the scope a kink was observed below the sheath extender. Manufacturing records prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c2102657 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0110 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0110). Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the needle getting damaged during insertion/advancement down the scope resulting in the needle kinking below the sheath extender. This could have led to the difficulty advancing the needle through the sheath within the scope as confirmed by the user. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Summary complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 07-nov-2024.

Manufacturer narrative:
K210476 PMA/510(k) # investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. PMA/510k # k210476.

Event description:
As per source doc: "the user noted difficulty during the insertion of the needle. After retrieving the needle an unusual bend was noticed in proximity of the sheath". As per cc form": the operator found difficulties to withdraw the needle during insertion into the scope. She hasn't utilize the needle into the patient. She stopped and used a new one cook procore and the second went well a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Proximal end (the operator encountered difficulties to withdraw) 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. N.a. 3. Please describe the size of the intended target site. N.a. 4. If not with the device in question, how was the procedure performed and/or finished? They decided to replace it, utilizing a new cook procore 5. Was the device used in a tortuous position? No 6. Are images of the device or procedure available? They told me, they sent a picture of the device in the first email. (I didn¿t receive it) 7. Was it damaged in packaging before removal? No 8. Was it damaged on removal from packaging? No 9. Was force required to remove the device? The operator found difficulties only during insertion throw the channel of the pentax machine for complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Pentax 11. Was the scope recently serviced / repaired? No 12. Was force required on insertion of device into scope? Yes 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? On the advancement of the sheath 14. What is the endoscope manufacturer and model number that was used with this device? N.a. 15. Was difficulty experienced while retracting the needle? Yes 16. Was the needle able to be fully retracted before removing from the patient? The needle wasn¿t use into the patient 17. Was gaining access to the targeted site difficult? The needle hasn¿t been used into the patient 18. Was the endoscope in a flexed or twisted position at any time during the procedure? The needle hasn¿t been used into the patient 19. Was needle penetration of the targeted site difficult? The needle hasn¿t been used into the patient. 20. Was the stylet fully in place inside the needle when advancing into the targeted site? The needle hasn¿t been used into the patient 21. Was the stylet partially removed prior to advancement of needle? The needle hasn¿t been used 22. How many biopsies/passes were obtained with use of this needle? The needle hasn¿t been used 23. Did any section of the device detach inside the patient? The needle hasn¿t been used 24. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No, they didn¿t 25. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? They only tried to advance the needle with difficulties 26. Was there difficulty in attachment / detachment of the leur to the scope? No 27. If the device is procore and it is kinked distally, is the kink at the notch / core trap? Yes procore and distally p.s. Unfortunately they wasted the device. I remember them that in case next time is very important to keep the wrong device, in order to can analyse in the best mannier.